Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawer 3.1 had reported random pocket failures. The field service engineer (fse) arrived onsite and found no drawer failures at that time. The fse reseated and verified all cables for drawer 3.1. All missing or defective slide bumpers were inspected, and one slide bumper in main drawer 3.1 was replaced. The customer subsequently tested the drawer, and no issues were reported. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.